Manufacturer narrative:
Follow-up #1 date of submission 02/04/2015-product analysis:the device was returned and evaluated by product analysis on 01/22/2014 with the following findings:the complaint was unable to be duplicated or confirmed. Review of the pump¿s black box revealed no evidence of related issues. The pump successfully completed a prime sequence without issue or alarm. No damage or defect was found to the force sensor circuit. No debris was found within the cartridge compartment.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a history/settings (remaining insulin reading) issue. It was not reported whether the pump¿s reading was more or less than the volume observed in the cartridge. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.